Event description:
Patient called in regarding the philips 2 in 1 mobile cardiac telemetry monitor. The device was implanted on (B)(6) 2025 for syncope and collapse. Patient states the device did not record anything until (B)(6) 2025 when she manually initiated monitoring. She states that the ordering provider, her neurologist, reviewed the report with her from (B)(6) 2025 and stated that the device did not record the entire day prior. Patient also states she experienced an allergic reaction to the padding of the sensors from the device. For this reason, the device was removed on (B)(6) 2025. Pt code: 1907. Device codes: 1521, 3196.